Manufacturer narrative:
The physician then decided to proceed and stent the right internal carotid artery. A 7fr sheath was then advanced into the right common carotid artery and selective angiography revealed an 80% stenosis of the right internal carotid and a 90% stenosis of the origin of the right vertebral artery. A separate 6mm angioguard device was positioned distally and another 8mm x 4cm precise stent was placed in the right ica. A 6mm balloon was used to post-dilate the stent at 8atms. Repeat injections revealed excellent dilation of the stenotic segment with 0-10% residual stenosis. There was initially slightly sluggish flow, which promptly resolved after removal of the angioguard device and the sheath from the carotid artery. A repeat neurological exam was performed and showed the pt to have no focal neurological deficits and was speaking fluently. At the end of the procedure the pt did have a mild drop in blood pressure to 80 systolic, which responded to fluids. The pt was returned to her room in satisfactory condition. The product is not available for eval and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #9616099-2008-01003 and 9616099-2008-01004.

Event description:
It was reported that in 2007, the next day after a bilateral carotid stenting procedure, the pt experienced a neurological deficit of behavioral change and hemineglect on the right side. The onset was gradual and recovery was full. The duration of the event was greater than 24 hours. The pt was diagnosed with cerebral hyperperfusion syndrome. The pt is a female pt, who was consented to the study in 2007. The pt has a history of a large right-sided breast cancer and known severe bilateral internal carotid stenosis. A carotid ultrasound also revealed tight left subclavian artery stenosis with retrograde vertebral flow. A 5fr sheath was placed in the right femoral artery and a total of 4000 units of heparin were administered intravenously. A 5fr glide catheter was advanced to the left common carotid artery were selective angiography revealed a severe 90% stenosis of the left internal carotid artery (ica). A 6mm angioguard distal protection device was deployed distally and an 8mm x 4cm precise stent was placed successfully deployed. A 6.0mm balloon was used to post-dilate the stent at eight atmospheres (atms). One milligram of atropine was given prophylacticly, just prior to post-dilation. Final angiography showed excellent dilation of the stenotic segment with 10-20% residual stenosis and excellent distal flow. The 7fr sheath was then removed from the left carotid. A neurological exam was performed and showed the pt to have no focal neurological deficits and was speaking fluently.